Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to an out of calibration upstream thermistor and downstream thermistor assembly which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.